Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the communication board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication board to resolve the issue. Based on this info, no further action is required.